Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient got a superficial infection which was opened and irrigated. It was closed again at the wound site and the patient had a wound vacuum assisted closure (vac). The wound started to heal and then began to erode through the skin and was visible. There was no patient injury but the implantable neurostimulator (ins) was explanted and new extensions were tunneled to a new ins. Both wounds were closed after irrigation with antibiotic solution. Signs and symptoms associated with the event were drainage/incisional wound opening and pain.